Manufacturer narrative:
Implant date: 2018; exact implant date is unknown. No code available was used as there is no equivalent FDA code for surgical intervention. Additional suspect medical device components involved in the event: model: unknown, serial/lot: unknown, description: unknown scs lead. Model: unknown, serial/lot: unknown, description: unknown scs lead.

Event description:
It was reported that the patient experienced inadequate stimulation due to having several falls and lead migration. The patient underwent a revision procedure and the ipg and two leads were explanted and replaced. The patient is doing well postoperatively. The explanted ipg is expected to be returned for analysis. However, the two explanted leads were discarded by the facility. The model number and serial number of the explanted leads are unknown and no additional information could be obtained from the (B)(4) representative.

Manufacturer narrative:
The returned ipg sc-1160 serial number: (B)(6) 0was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of the patient experiencing inadequate stimulation and lead migration due to having falls was not confirmed. Therefore, this investigation is assigned a probable cause of no problem detected. No escalation is required at this time.

Event description:
It was reported that the patient experienced inadequate stimulation due to having several falls and lead migration. The patient underwent a revision procedure and the ipg and two leads were explanted and replaced. The patient is doing well postoperatively. The explanted ipg is expected to be returned for analysis. However, the two explanted leads were discarded by the facility. The model number and serial number of the explanted leads are unknown and no additional information could be obtained from the bsc representative.